Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the lateral position system was miscalibrated resulting in a position readout in the opposite direction.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the lateral position system was mis-calibrated resulting in a position readout in the opposite direction. The issue was identified as a miscalibration of the table. Calibration was performed by the site engineer, as the site operates under a self-maintenance arrangement. If the user did not notice the wrong direction of the table and proceeded to mv delivery or the user decided to proceed to mv treatment after the first scan, the system (integrity) will raise an inhibit and software will stop the linac transitioning to a ready-to-start state. These will prevent the mv treatment to proceed. The patient received three additional unintended positional verification images. Extra dose from wasted kv scans should be considered in the context of the overall planned treatment dose. Calculations have shown that the dose from a wasted scan is insignificant in comparison to the overall treatment dose as defined by hse notification limits. It is considered extremely unlikely that a user would allow an individual patient to be exposed to enough scans to significantly increase their risk of developing local radiation induced malignancies, or to allow enough overexposure so as to make a wasted scan issue a serious adverse event. The risk to the patient from wasted scan dose is considered acceptable, particularly when compared against the risks posed by incorrect patient positioning for mv treatment. The product is working as designed and intended. The root cause for this issue was determined to be use error.